Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a difficult flap to lift due to micro bridges on a patient's right eye during a refractive procedure. The flap was possible to lift. Procedure was completed and patient is very pleased with outcome. Small nystagmus was reported that was not detected at consultation. This made the entire process of coupling in both eyes very difficult due to involuntary very fast movements. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Risk analysis was reviewed and it can be concluded that no serious deterioration in state of health or death can be caused by the reported event. The root cause cannot be determined conclusively. However, an unintended movement of the patient during flap creation is the most possible root cause. Potential contributing factors to the incomplete flap may be improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. (B)(4).